Manufacturer narrative:
H3) the software analysis reviewed the exams but they provided insufficient information to determine root cause of the reported beha vior. Cranium was significantly more rounded than usual with tip of the nose missing from scan. Trace pattern did not utilize the contour of the nose enough to signify the front of the face. Rounded anatomy and lack of nose trace pattern likely cause to mapped trace points on back of the head. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, version #: (B)(4). The manufacturer "repsentative" went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. Technical services (ts) archived onto a navigation system and checked the trace pattern. There were 3 traces performed total and all flipped to the back. The exam quality was good, but there was gantry tilt in the exam and also the tip of the nose was cut off. The trace pattern on all three did not trace back and forth across the available nose on the scan, but rather just a line or two up it. There was minimal trace on the forehead. Ts recommended to trace across the bridge of the nose and to make sure the full nose was within the field of view, per imaging protocol. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement procedure. It was reported that called to report that while registering the patient, the trace pattern on the front of the face was flipping to the back. The health care professional tried multiple traces, but then aborted navigation and proceeded with the case. There was no patient impact and less than an hour delay.